Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be due to the tube misloading sensors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a flo-gard infusion pump, a baxter technician identified a f-38 (malfunction in tube misloading detection circuitry) alarm. There was no patient involvement. No additional information is available.